Event description:
The customer reported that an incomplete plan information was imported in mosaiq for (online) mr-linac treatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. From the machine logs, it has been determined that the system inhibited safely and terminated the delivery during treatment due to a diaphragm x2 movement. After this termination, the customer tried to re-load fields a few times. All attempts were unsuccessful as the machine had an 'mlc not ok' inhibit that couldn't be cleared without a system reboot. After the customer rebooted the machine, the treatments were continued as normal with the next patient. The machine inhibited safely and was working as designed and intended.